Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an female consumer via telephone on 07jan2021, it was reported that on (B)(6) 2021, consumer used a new pair of lenses, after few hours of usage, she experienced foreign body sensation and stinging and developed redness after lens removal. The consumer went to the hospital and was told that there were plenty of ulcers in the eye. The consumer was treated with unspecified needle injection through her eye. Symptoms were resolved. Additional info has been requested but not yet available.

Manufacturer narrative:
H.3., h.6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).